Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done concomitantly during insertion". The patient's concurrent conditions included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2013, 7 months 5 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (hysteroscopy, dilation and curettage endometrial ablation with thermachoice). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage and mental disorder outcome was unknown. The reporter considered menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded; on (B)(6) 2013: total bilateral occlusion . (B)(6) 2013, surgical pathology report: diagnosis: endometrium, curettage: proliferative phase endometrium with no significant. Pathologic change, clinical notes: menorrhagia. Gross description: received ix a container of formalin labeled endometrial curetting¿s. Specimen consist of 2 cc of hemorrhagic, shaggy, friable, soft tissue ar4 blood cine, the specimen is submitted in toto block. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), psychological or psychiatric problems, endometrial ablation done concomitantly during insertion. Relevant lab data added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done concomitantly during insertion". The patient's concurrent conditions included uterine bleeding. Concomitant products included ibuprofen since (B)(6) 2012, lactulose since (B)(6) 2011 to 2015, ondansetron (zofran) since (B)(6) 2011 to 2015, paracetamol (acetaminophen) since 2012, sertraline hydrochloride (zoloft) since june 2012 and vitamin d nos (vitamin d) since (B)(6) 2011 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 months 11 days after insertion of essure. In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysteroscopy, dilation and curettage endometrial ablation with thermachoice, ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, mental disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: tubes were blocked.; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: confirmed that essure was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013, surgical pathology report: diagnosis: endometrium, curettage: proliferative phase endometrium with no significant pathologic change, clinical notes: menorrhagia. Gross description: received ix a container of formalin labeled endometrial curetting¿s. Specimen consist of 2 cc of hemorrhagic, shaggy, friable, soft tissue ar4 blood cine, the specimen is submitted in toto block. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. Event added: event outcome added for: persistent pelvic pain and bleeding. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done concomitantly during insertion". The patient's concurrent conditions included uterine bleeding. Concomitant products included colecalciferol (vitamin d) since (B)(6) 2011 to (B)(6), ibuprofen since (B)(6) 2012, lactulose since (B)(6) 2011 to (B)(6), ondansetron (zofran) since (B)(6) 2011 to (B)(6), paracetamol (acetaminophen) since (B)(6) and sertraline (zoloft) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 6 months 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysteroscopy, dilation and curettage endometrial ablation with thermachoice, ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, menstrual disorder, vaginal haemorrhage, mental disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: confirmed that essure was successfully occluded; on (B)(6) 2013: total bilateral occlusion. On 06aug2013, surgical pathology report: diagnosis: endometrium, curettage: proliferative phase endometrium with no significant pathologic change, clinical notes: menorrhagia. Gross description: received ix a container of formalin labeled endometrial curetting¿s. Specimen consist of 2 cc of hemorrhagic, shaggy, friable, soft tissue ar4 blood cine, the specimen is submitted in toto block. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet was received. Events added from pfs- depression, mental anguish, anxiety. Events onset date, concomitant drug were added. Essure insertion date and removal date were updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 37-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done concomitantly during insertion". The patient's medical history included cholecystectomy. (B)(6) 2013, surgical pathology report: diagnosis: endometrium, curettage: proliferative phase endometrium with no significant pathologic change, clinical notes: menorrhagia gross description: received ix a container of formalin labeled endometrial curetting¿s. Specimen consist of 2 cc of hemorrhagic, shaggy, friable, soft tissue ar4 blood cine, the specimen is submitted in toto block. Concurrent conditions included uterine bleeding. Concomitant products included ibuprofen since (B)(6) 2012, lactulose since (B)(6) 2011 to 2015, naproxen sodium (anaprox), ondansetron (zofran) since (B)(6) 2011 to 2015, paracetamol (acetaminophen) since 2012, sertraline hydrochloride (zoloft) since (B)(6) 2012, terconazole (terazol) and vitamin d nos (vitamin d) since (B)(6) 2011 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 months 11 days after insertion of essure. In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen abnormal bleeding"), vitamin d deficiency ("unspecified vitamin d deficiency") and vulvovaginal candidiasis ("candidiasis; of vulva and vagina"). The patient was treated with diazepam (valium), venlafaxine and surgery (hysteroscopy, dilation and curettage endometrial ablation with thermachoice, ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the menstrual disorder, mental disorder, depression, anxiety, vitamin d deficiency and vulvovaginal candidiasis outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, pelvic pain, vaginal haemorrhage, vitamin d deficiency and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device she received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: tubes were blocked.; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: confirmed that essure was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Lot number: 880434 manufacturing date: 2011/07 expiration date: 2014/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 37-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done concomitantly during insertion". The patient's medical history included cholecystectomy. (B)(6) 2013, surgical pathology report: diagnosis: endometrium, curettage: proliferative phase endometrium with no significant pathologic change, clinical notes: menorrhagia gross description: received ix a container of formalin labeled endometrial curetting¿s. Specimen consist of 2 cc of hemorrhagic, shaggy, friable, soft tissue ar4 blood cine, the specimen is submitted in toto block. Concurrent conditions included uterine bleeding. Concomitant products included ibuprofen since (B)(6) 2012, lactulose since october 2011 to 2015, naproxen sodium (anaprox), ondansetron (zofran) since october 2011 to 2015, paracetamol (acetaminophen) since 2012, sertraline hydrochloride (zoloft) since (B)(6)2012, terconazole (terazol) and vitamin d nos (vitamin d) since november 2011 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 months 11 days after insertion of essure. In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen abnormal bleeding"), vitamin d deficiency ("unspecified vitamin d deficiency") and vulvovaginal candidiasis ("candidiasis; of vulva and vagina"). The patient was treated with diazepam (valium), venlafaxine and surgery (hysteroscopy, dilation and curettage endometrial ablation with thermachoice, ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the menstrual disorder, mental disorder, depression, anxiety, vitamin d deficiency and vulvovaginal candidiasis outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, pelvic pain, vaginal haemorrhage, vitamin d deficiency and vulvovaginal candidiasis to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device she received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: tubes were blocked.; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: confirmed that essure was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received. Reporter information, lot number added. Date of insertion updated.events : vulvovaginal candidiasis and unspecified vitamin d deficiency added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done concomitantly during insertion". The patient's concurrent conditions included uterine bleeding. Concomitant products included ibuprofen since (B)(6) 2012, lactulose since (B)(6) 2011 to 2015, ondansetron (zofran) since (B)(6) 2011 to 2015, paracetamol (acetaminophen) since 2012, sertraline hydrochloride (zoloft) since (B)(6) 2012 and vitamin d nos (vitamin d) since (B)(6) 2011 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. In (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric problems"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish and anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and genital haemorrhage ("gen abnormal bleeding"). The patient was treated with surgery (hysteroscopy, dilation and curettage endometrial ablation with thermachoice, ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the menstrual disorder, mental disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: tubes were blocked.; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: confirmed that essure was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: (B)(6) 2013, surgical pathology report: diagnosis: endometrium, curettage: proliferative phase endometrium with no significant pathologic change, clinical notes: menorrhagia gross description: received ix a container of formalin labeled endometrial curetting¿s. Specimen consist of 2 cc of hemorrhagic, shaggy, friable, soft tissue ar4 blood cine, the specimen is submitted in toto block. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event genital bleeding added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff's suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.